Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported experiencing discomfort and a loss of consciousness and being treated with a glucagon injection by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kits was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported receiving a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported experiencing discomfort and a loss of consciousness and being treated with a glucagon injection by a non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.